Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system presented with no aspiration in visco mode. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The event code of a reportable aspiration issue was incorrectly chosen. The event was a non reportable aspiration issue. This file is not reportable and a report was sent in error. There will be no further follow up reports sent in. (B)(4).